Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the 'error 3, 4, and 5' messages. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6), 2010. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issues began on (B)(6), 2010 at 4:00pm. The patient informed the cca that she manages her diabetes with insulin (self adjuster). At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. A couple of hours after the alleged issue began, the patient claimed she became hot and sweaty. The patient claimed at 6:03pm that evening, she tested her glucose on another meter (onetouch ultra2 meter) and obtained a reading of '358 mg/dl' and then administered 8 units of insulin. It is unknown what type of insulin the patient takes. At the time of troubleshooting, the cca was able to verify the patient had used the products before, the patient's process for testing was correct, the test strips were in good condition, and the test strips drew in the blood sample; however the alleged error messages were not resolved. Replacement products were sent to the patient. It is not known whether the patient associated the symptoms as high or low blood sugar or how the patient was feeling after the insulin treatment. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k061118.